Manufacturer narrative:
Testing was performed at abbott diagnostics scarborough, inc. On retained kit lot 130322 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 195-000 / lot 130322 and test base part number 195-430h / lot 128924. The lot met the required release specifications. A review of the complaints reported as false positive and false negative patient results (confirmed and unconfirmed, conflicting results) related to kit lot 130322 showed that the complaint rate is 0.001% and 0.004% respectively. In conclusion, abbott diagnostics scarborough was unable to determine the exact root cause of the reported issue; however, it could possibly be related to the specific patient samples.

Event description:
The customer reported (3) conflicting result with the binaxnow¿ covid-19 antigen card performed (B)(6) 2021 on a direct tested nasal kitted swab and generated positive results. Repeat testing was performed with a new sample using a second binaxnow¿ covid-19 antigen card and generated negative results. Confirmation testing was not performed. The customer stated the patient was symptomatic. The customer confirmed there was no patient harm due to the test results. Additionally, the customer confirmed there was no delay or impact in the patient's treatment.

Manufacturer narrative:
The investigation is still in progress. A supplemental report will be provided after completion.